Event description:
It was reported that the shaver unit was placed on the shoulder and the staff noticed a blue speck in the window. A new shaver unit was used.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.